Event description:
The pt received the scs sys on (B)(6) 2011 which included two leads from the same lot. It was reported that the pt stopped feeling stimulation and was unable to increase amplitude levels past perception. The pt was met by a st jude medical rep on (B)(6) 2011 who advised that stimulation had been restored and is functioning properly. On (B)(6) 2011, the pt reported he stopped feeling stimulation. Two invalid contacts were identified. Reprogramming around the invalid contacts resolved the issue. On (B)(6) 2011, the pt stopped feeling stimulation again. Four invalid contacts were identified. Reprogramming was conducted and an x-ray was ordered to confirm proper connections. The MFR has attempted to obtain a status update regarding the next course of action for the pt; however, no further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.